Event description:
It was reported that the pump's alarm sound was not annunciating. A replacement pump was sent to the customer to resolve the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. Cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
H3: yes, remove: anticipated but not begun, h10: remove statement h3: yes, remove: anticipated but not begun, h10: remove statement.